Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that upon interrogation of the implantable pulse generator (ipg) from the programmer, there was a telemetry problem. It was noted that the ipg was over-sensing noise from the programmer. The programmer display screen went black and hazy and the ipg stopped pacing. No intervention was taken. The ipg and programmer remain in use. No further patient complications have been reported as a result of this event.